Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The bulkhead was recommended for replacement and a quote has been issued for the replacement. To date, the customer has not accepted the quote.

Event description:
The ge healthcare service representative reported the bulkhead had a faulty mounting screw causing the inability to hold the flow sensor module. This would result in an inability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that mechanical ventilation was available which is contrary to what was initially reported. Therefore, this is not a reportable malfunction.